Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification), one opening assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: creases are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture of the right implant discovered during the explant surgery. Device was explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported rupture of the right implant discovered during the explant surgery. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was not specified by the reporter. The implant rupture was discovered during the explant surgery. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.